Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a no foam tube splitting and leaking on the synchron lx 20 clinical system. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the tubing.